Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the replacement is "tba" 2018-(B)(6).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the manufacturing representative (rep). Regarding diagnostic te sting/troubleshooting performed related to the motor stall, the logs were read, which revealed the 8476 motor stall code. The motor stall had not recovered when the pump was read. The cause of the stall had not been determined. It was indicated the pump would need to be sent back for analysis if replacement occurred. It was indicated the device would be returned, if replaced. Regarding actions/interventions taken to resolve the motor stall, the rep stated, "possible replacement tba" (to be announced). The patient had experienced increased pain and withdrawal symptoms. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that an 8476 code was seen regarding motor stall. The issue occurred approximately three days ago. The date (B)(6) 2018, is considered an approximate date of event (month and year known only). It was unknown if the patient recently had magnetic resonance imaging performed or if they recently encountered a strong static magnet or other electromagnetic interference (emi) source. On (B)(6) 2018, a company representative reported that the patient or patient¿s family member had left a voicemail message stating that the personal therapy manager (ptm) showed the 8476 code. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Sections b2 and h1 have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep stated there were no plans currently to replace the pump.